Event description:
Hospital advised that a 500 cc bag of heparin was set up to infuse at 16 ml/hr on channel a at 21:30 hours. The nurse indicated that they went into the patient's room 2 hours later and the bag was empty. The pump was not alarming "keep vein open." There was no patient consequence.